Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm every five days, route not reported, discontinued), fortum injection (1gm once a day, route not reported, discontinued) and heparin injection (1/2 ml, route, frequency not reported, discontinued) for the peritonitis event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.